Manufacturer narrative:
H3: device returned for evaluation was changed from no to yes. H6: type of investigation was updated to include b01 for the actual sample received. H10: the actual device was received for evaluation. A visual inspection was performed and no defects were observed. A functional test was performed by grasping the finger grip of the one-link connector to stabilize, then primed the set, purged the air and then firmly pushed the male luer of a syringe or an administration set directly against the one-link connector¿s luer activated surface and rotated until the connection was secure. Held the one-link connector securely while detaching the syringe or the administration set. The results were satisfactory. Additionally clear passage and pressure tests were performed with no issues noted. The reported condition was not verified. The device was conforming product. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The reported condition could not be observed in the provided photograph.the reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an one-link needle-free IV connector leaked. The issue was identified during setup/preparation, prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
D4: lot #: the lot was reported as 2263360; however, this is not a valid lot. Should additional relevant information become available, a supplemental report will be submitted.